Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded. Without return of the entire lead, a complete evaluation could not be performed.

Event description:
It was reported that the hv lead impedance was out of range and shocks were aborted.